Event description:
It was reported that a malfunction occurred on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump, which did not show the malfunction code again. It was advised that the customer could continue using the pump, with instructions to call back if the issue recurred, which the customer acknowledged and understood.